Manufacturer narrative:
This supplemental is being filed to correct the previous decision as there is no reportable allegation against the product itself. Boston scientific does not consider this to be a reportable event.

Event description:
It was reported that this left ventricular (lv) lead was part of the system revision due to infection. No additional adverse patient effects reported. The lv lead was surgically abandoned.

Event description:
It was reported that this left ventricular (lv) lead was part of the system revision due to infection. No additional adverse patient effects reported. The lv lead was surgically abandoned.